Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported correction bolus was incorrect. The customer reported blood glucose value was unknown at the time of event. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. Confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. The customer was using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0875 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 105.925 units of normal bolus was delivered on 09/30/20205 between 00:02:21.000 and 23:47:13.000. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Confirmed moisture damage to pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.